Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the pump alarmed change sensor. Customer indicated that sensor glucose was 65 mg/dl and blood glucose was 157 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor failed per specifications. Found one of three with cannula is broken. The broken part is missing. Unable to confirm that the customer received the sensor in said condition due to the product being returned with the sensor opened/used.